Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Cold insulin the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Air removal the tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer loaded cold insulin into the cartridge and did not perform the proper air removal techniques. Customer loaded a new cartridge on the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.